Manufacturer narrative:
No motor error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose. The customer blood glucose was 460 mg/dl at the time of the incident. Pump is able to rewind. Drive support cap is normal. Customer did not report encoder error. Customer did not troubleshoot the pump for high blood glucose. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.